Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and three months post implant of this 14mm pulmonary bioprosthetic valved conduit, echocardiogram revealed a gradient of 5-7 mmhg. No interventions were performed at that time. Six years and six months post implant of this valved conduit, a transcatheter valve was implanted valve in valve due to a gradient of 30mmhg, mild regurgitation and mild stenosis of the proximal portion of the conduit. The right ventricle was noted to be dilated and hypertensive, with mildly depressed function at this time. No additional adverse patient effects were reported.